Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown trident x3 liner. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient presented with pain was revised due to head dislocating from the stem in patient's left hip. Surgeon revised the trident x3 liner and a 36mm head. Surgeon stated that osteolysis was noted during the revision.

Manufacturer narrative:
The reported event is for the disassociation of the head from the stem. There were insufficient records provided to establish a firm root cause for this event. The disassociation of the head from the stem can potentially be related to the interaction of these two components. If this is the case, no allegations were made regarding the liner. Based on the information provided, there is no indication this product may have contributed to the event. No further investigation is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patient presented with pain was revised due to head dislocating from the stem in patient's left hip. Surgeon revised the trident x3 liner and a 36mm head. Surgeon stated that osteolysis was noted during the revision.